Event description:
It was reported that this lead was capped and surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was capped and surgically abandoned due to an unknown product performance issue. A new lead was implanted. Additional information was received that this lead was exhibiting high out of range pacing impedance measurements. No additional adverse patient effects were reported.